Manufacturer narrative:
The company service representative examined the system and replaced the supervisor printed circuit board (pcb). The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. The root cause cannot be determined conclusively. (B)(4).

Event description:
A healthcare professional reported that during a vitrectomy surgery, the system shut down and displayed an error message indicating a communications failure with laser and a red sign advising to call an engineer. Additional information has been requested.